Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 70 mg/dl. The customer explained that they were treated at the hospital for the flu, causing the blood glucose to rise. The customer's mother explained that prior to the hospitalization, they were unable to get any fluids into the customer. After being treated for the flu at the hospital, the customer's blood glucose was, so high that he experienced diabetic ketoacidosis. The customer subsequently had to stay overnight at the hospital. At the time of the call, the customer's transmitter was tested and deemed to be working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-13620.